Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023. A gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was intended for use in the common iliac for peripheral artery disease. The physician initiated this procedure with open femoral access. The physician attempted to advance the vbx device across the lesion through a 7fr x 10cm terumo sheath over a 180cm guidewire (manufacturer unknown). Consequently, it was noted that the guidewire was not long enough to advance the vbx device across the lesion. The physician attempted to retract the vbx device through the introducer sheath and the stent was caught on the edge of the sheath and dislodged. Due to the cut down access already available in the femoral artery the physician was able to remove the vbx device from the patient with forceps without any additional harm to the patient. The procedure was successfully completed with another vbx device.

Manufacturer narrative:
A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Engineering evaluation: the subsequent reported stent dislodgement could not be independently confirmed as no items were returned for evaluation. The root cause of the stent dislodgement is consistent with unintended use error as reported, specifically user tries to remove delivery system with stent still mounted leading to the potential for stent migration. The gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), states the following: ¿do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the sheath can cause dislocation and / or damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem.¿ h6 evaluation codes: investigation findings code to c19, investigation conclusions to d1102 health effect - clinical code to e2403, and health effect - impact code to f15.